Event description:
When activating these bags, a portion of the attached medication does not enter the 0.9% ns injection bag. Therefore, the patient doesn't receive the entire dose of the medication. In addition, it is very difficult to assemble the medication and the bag. Nursing staff has been trained on activation, but there is a lot of difficulty with activation of the product.